Event description:
It was reported to boston scientific corporation in 2007, that a percuflex plus was to be used six days prior. According to the complainant, during the removal of the stent from the packaging, it appeared a "part had sheared off". The complainant pulled on the string when removing the stent from the package. The proximal portion of the stent broke off just below the curl. There was no patient involvement.

Manufacturer narrative:
The most likely cause appears to be that the stent was to user handling when removing the device from the package. The customer's complaint is confirmed.